Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple motor error codes, the reservoir compartment was loosed and makes it difficult to bolus, scratched affecting ability to read. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the insulin pump had rejects batteries occasionally, cracked near the cap and reservoir window, bad battery codes. The device will not be returned for analysis.